Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on unknown date. Customer's blood glucose level was 414 mg/dl at the time of incident. It was unknown whether the customer was using auto mode feature. Troubleshooting was not preformed. Customer had received change sensor, lost sensor signal alarms. The insulin pump will not be returned for analysis.